Manufacturer narrative:
B4: 07sep2021. The customer replaced the touchscreen to resolved the issue. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported that the touchscreen doesn't work. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The unit will not pass calibration, trying multiple touchscreen calibrations. Other information is pending.